Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support was unable to confirm the reported issue. The customer¿s blood glucose level was 112 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.